Manufacturer narrative:
The account indicated the use of an unspecified amount of an unspecified viscoelastic. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported scratch on intraocular lens (iol), noted after implant. Additional information has been requested, received and stated lens damaged in cartridge, scratch on lens noted after implant. There was no patient harm.